Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg has reached its end of service. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
A system displayed elective replacement indicator (eri) message was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.